Event description:
It was reported that the customer was experiencing high blood glucose of 383mg/dl, and his blood glucose was treated with a manual injection. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The caller stated that the drive support cap was flush. The high pressure test was performed and passed. The father mentioned that every time the infusion set is changed the cannula is bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.